Event description:
Accountant reports inverted septum. States that it appears that the slit is off center or absent. States they access the injection sites with threaded lock cannula or the syringe cannula. States inversions seem to occur on withdrawal of the cannula. States they do 20-30 blood draws per day and have not had any problems until lately. Therefore they do not think the issue is technique related. No pt injury reported.